Event description:
Floseal, made at baxter healthcare, caused giant granulomas on my cervical spine after laminectomy on (B)(6) 2012. I had to have 2 more additional neck surgeries, for a total of 3 in 17 days. The granulomas caused paralysis from the neck down. I have gotten sicker by the day. Have had a tia and required 9 additional surgeries, for a total of 12 surgical procedures in less than 3 years. My doctors are recommending a back surgery now in my sacroiliac joint, because of the constant pain that travels from my back down my legs. I am now totally disabled and in constant pain, every single day. My blood tests reveal my kidneys, liver, pancreas and gall bladder are failing.